Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional via the manufacturer representative reported that the patient fell in the yard at home, and a CT scan was ordered to see if there was damage from the fall. Impedance check results looked normal, and the device was reprogrammed. They were able to get okay coverage with reprogramming, but not as good as before the fall. The issue was not resolved at the initial time of report. CT scan results indicated there was no evidence of lumbar fracture or stenosis; the discs were not seen clearly. There was possible l5 radiculopathy on the right side with the patient's symptoms. Actions taken / interventions included a right side l4-5 foraminal epidural injection. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included post surgical neuritis and spinal pain.